Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported meter serial number is unknown, therefore the device manufacturer date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter did not provide a reading after a blood sample was applied, and as a result she was unable to test and suffered a loss of consciousness. Customer further reported paramedics were called and upon their arrival, she was administered unspecified medication and transported to a local hospital. No further information was provided by the customer as she decline to continue troubleshooting. There was no report of death or permanent injury associated with this event.